Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Integra clinical educator called to inquire about the investigation on the complaint in which the hospital placed a ventriculostomy drainage kit and the tubing became disconnected. The system was replaced and draining was continued on the pt with no further issues. The clinical educator reported observing the "broken" ventriculostomy tubing in 2004 while conduction an in-service with the new integra sales rep. The tubing was described as to have been disconnected at the "y" connector by the patient's head close to the sample site. It is unk how long the system was in use prior to disconnecting. The risk management nurse had completed a medwatch form and sent a copy via fax to integra. The fax was addressed to the customer servie dept, but was not received in the customer service dept. This particular device was part of kit. The purchasing agent has one 10-110 lot number d02241 which is un-opened and will be returned for evaluation.